Manufacturer narrative:
Additional product codes: mqn, dzl. (B)(4). Device was not explanted. DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 08.feb.2017 expiry date: 01.feb.2027. A review of patient x-rays was conducted but did not provide additional evidence that the screws were broken. Complaint unconfirmed. Products were not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. DHR-review conducted for 400.812s / lot: l291616,400.810s / lot: l288395, and 400.812s / lot: l292781 with no findings. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a procedure to repair an oblique fracture of the right third metacarpal shaft on (B)(6) 2017 utilizing the modular hand system. Surgeon first drilled the bone using the 1.1mm drill bit. While attempting to insert the 1.5mm cortex screw by turning the screw driver in high torque, surgeon encountered difficulty inserting the screw and the screw head broke. Surgeon placed the plate, drilled the bone with the 1.1mm drill bit, and inserted 1.5mm screws. It was noted that two (2) out of the five (5) cortex screws in the plate were also broken. Broken screws were left in the patient. Surgery was completed with no delay. No information regarding patient outcome was reported. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1); 1.1mm drill bit (part number unknown, lot number unknown, quantity 1) this report is for one (1) 1.5mm self-tapping cortex screw 12mm this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.